Event description:
It is reported that after a knee arthroplasty that the patient was revised due to pain and wear.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical products - unknown nexgen tibia; unknown nexgen femur.

Event description:
It was reported that the patient underwent a right knee revision procedure 17 years post implantation due to pain and polyethylene wear. Operative notes provided indicated the patient was also indicated due to periprosthetic osteolysis and an osteolytic femoral lesion. A large clear effusion, severe poly synovitis anterior and posterior, and multiple polyethylene fragments in synovium and joint were noted intraoperatively. The articular surface was removed and replaced and the tibial and femoral components were noted to be well fixed. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.